Event description:
Report received of an overdelivery and independent rate change. In 2004 at 1125, the customer reported that the pump was programmed to deliver an unspecified concentration of potassium at a rate of 50ml/hr with a vtbi (volume to be infused) of 475ml. At 1325, the nurse noted that the solution bag contained "50ml and the rate was 30ml/hr." The device was removed from clinical service and therapy was resumed using a replacement device. There were no reported adverse pt effects and no medical interventions were required. Though requested, no additional info was provided.